Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification, no unexpected low battery, off no power, failed battery test or battery out of limit alarm noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is alarming battery out limit and failed battery test. During troubleshooting, no damage to the battery cap was noted, customer repleced battery with a new energizer aaa battery and it was stated that the insulin pump was still experincing same issue. Nothing further reported.